Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoro images revealed externalized conductors. Electrical measurements were normal.

Event description:
New information received indicated that during a scheduled follow-up, externalized conductors were not observed via diagnostic imaging.